Event description:
"Status post angioplasty of a proximal femoral artery, the physician attempted to pull the sheath back as he did so, he met resistance. The sheath had started to unravel. The sheath was stopped at that point and a cut-down to the area was performed. It was found that the sheath had become caught on dense scar tissue. When the area was cut away, the sheath was easily removed." Follow-up communication confirmed that a clot had to be removed from the femoral-popliteal bypass graft, after which circulation was good and the pt was reportedly fine.

Manufacturer narrative:
Results - based upon evaluation of user facility information and the return sample; is based upon reserve sample testing. Conclusions are based upon evaluation of user facility info and the returned sample; is based upon reserve sample testing. The event was reported directly to the MFR by the user facility and a copy of uf medwatch report was rec'd from FDA. The investigation was based upon evaluation of user facility info, the returned sample and reserve samples. Follow-up communication indicated that significant rresistance was encountered while the user was attempting to remove the device. Visual examination of the returned sample confirmed separation approximately 20-cm from the hub and several areas of the sheath that had been stretched / damaged. Visual inspection and functional testing of reserve samples confirmed no abnormalities or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and returned sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available infor has been placed on file in quality assurance for appropriate tracking, trending, and follow up.